Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right breast is presenting symptoms of bia-alcl and atypical cells;" "inflamed, extremely painful, arm is hurting their muscle". This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "inflamed, extremely painful, arm is hurting their muscle" and "severe pain for several years." Further reported was "right breast is presenting symptoms of bia-alcl and atypical cells;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. The reported event of "elevated white blood cells" has been deemed not related to the device. The device remains implanted. Affected side is right.

Event description:
The device has been explanted. Patient representative reported removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including, mental anguish, evaluation for alcl, significant scarring, disfigurement, swelling, pain, numbness/tingling, chronic inflammation, swollen lymph nodes, fatigue, insomnia, significant weight gain/loss, rashes, itching, contracture (baker grade unknown), depression, anxiety, irritable bowel, chronic headache, reflux, diarrhea, nausea, aggravation of underlying conditions; and other physical and emotional manifestations. The patient has never been diagnosed with bia-alcl. The events of numbness/tingling, fatigue, insomnia, significant weight gain/loss, depression, itching, irritable bowl, chronic headache, reflux, diarrhea, nausea, emotional manifestations are not considered to be device related. The patient was not diagnosed with bia-alcl.

Manufacturer narrative:
The events of lymphadenopathy and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Previous medwatch submission noted lymphoma-alcl suspected. Upon review of supplemental information received, allergan medical safety has determined that there is no malignancy.